Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole (and screws) were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital/surgeon: the misplaced screw trajectory/pilot hole (at left l4) was corrected before the screw was placed (in the same surgery). - at the end of the surgery all screws were in their correct final position as intended (3 placed with aid of navigation, 1 placed without aid of navigation (this was a planned replacement of an existing screw with a larger screw at right s1)). - the outcome of the surgery was successful as intended. - despite there was an increased risk of harm to a critical structure due to this issue (the misplaced pilot hole was close to the left l4 nerve root). - there was no actual harm to the patient reported due to the misplaced pilot hole, neither for the prolongation of surgery/anesthesia of 30-60 minutes. There were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this issue; hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the following factors contributed to the varied deviations for initial pilot hole at left l4 (as reported by hospital) and screw placements at left l4, left l5, and left s1 (as visible in received image data): a relative movement of the anatomy during the multilevel navigation procedure between the vertebra with array fixation (t12) and vertebra being operated on (l4-s1) due to the limited rigid fixation between the reference array and region of interest and forces applied to the spine. A decompression was performed (after screw placed at left l5 and before left s1), which affects the position of vertebra in relation to each other. Furthermore, while the array fixation was not visible in the analyzed data, an anatomical shift is observed between the multiple registration scans between near the area of fixation in relationship with the region of interest (l4-s1). Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixed to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. In addition, a movement of the navigation reference array during the procedure, due to not suitable rigid fixation by the user as required, and/or inadvertent forces applied to the reference array during the surgery. The multiple reference array movement warnings (during verification and pilot hole creation) provides evidence that the reference array may not have been fully affixed or was susceptible to movements during the procedure. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement scan on which navigated instruments are tracked and the patient anatomy. This movement cannot be compensated by the navigation software. Furthermore, due to the multilevel nature of the case, any deviation of the reference array would cause an increase in deviation as the surgeon navigates further from the reference point. In this case, with the reference array being placed at t12 and the array facing away from the region of interest, it can be assumed slight movements would be magnified at the region of interest/surgical site. The resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was apparently not recognized by the surgeon (in full extent) with the appropriate and necessary navigation accuracy verification throughout the surgery. Note: it cannot be assessed if / to which extent the non-navigated drilling may have potentially contributed to the deviating placement of the pilot hole and screws. The surgeon used the navigated pointer only to define/plan the screw trajectory (and to verify the trajectory entry point), but for the actual creation of the pilot hole and placement of screws he used non-navigated non-brainlab instruments. Thus a potential deviation could also have occurred during these non-navigated surgery step. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2023) on the spine for l5/s1 decompression and fusion on the left side and a revision of fusion on the right side, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t12 acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified the registration and accepted the accuracy to proceed. Starting with left l4, created the pilot hole in the vertebra using the following workflow: determined screw trajectory using the navigated pointer, drilled through the cortical bone using a non-navigated non-brainlab drill, verified position of the trajectory entry point using the navigated pointer, continued drilling in the pedicle using a non-navigated non-brainlab probe or aforementioned drill. While creating the pilot hole in left l4, suspected a deviation of the pilot hole from intended position, thus verified the registration, and confirmed a deviation (3-5mm, lateral). Acquired a new intra-operative c-arm scan of the patient's region of interest with automatic image registration, verified the registration, and accepted the accuracy to proceed. Re-created the pilot hole in left l4, and placed the screw using a non-navigated non-brainlab screwdriver. For left l5, created the pilot hole and placed the screw using the above workflow. Verified the registration, and detected a deviation (magnitude unknown). Acquired a 3rd intra-operative c-arm scan of the patient's region of interest with automatic image registration, verified the registration, and detected a deviation (magnitude unknown). Proceeded with non-navigated surgery steps incl. Decompression. Acquired a 4th intra-operative c-arm scan of the patient's region of interest with automatic image registration, verified the registration, and accepted the accuracy to proceed. For left s1, created the pilot hole and placed the screw using the above workflow acquired a final intra-operative c-arm scan to verify screw placements. According to the hospital/surgeon: the misplaced screw trajectory/pilot hole (at left l4) was corrected before the screw was placed (in the same surgery). At the end of the surgery all screws were in their correct final position as intended (3 placed with aid of navigation, 1 placed without aid of navigation (this was a planned replacement of an existing screw with a larger screw at right s1)). The outcome of the surgery was successful as intended. Despite there was an increased risk of harm to a critical structure due to this issue (the misplaced pilot hole was close to the left l4 nerve root). There was no actual harm to the patient reported due to the misplaced pilot hole, neither for the prolongation of surgery/anesthesia of 30-60 minutes. There were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this issue (besides correction of pilot hole); hospitalization was not prolonged either.